Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood present on the implant external threads. No significant damage was identified. Product matched print specification where measured. Device history record (DHR) review for the lot number (2019080044) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (2019080044) was performed for similar events and no other similar complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant in tooth location # 18 was removed due to pain.